Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Unable to verify software low level failures alarm or missing segments or partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display and software error detected. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that they had an error right before the flashing screen started. The customer reported that the display of the insulin pump is flashing. Customer stated that they were able to successfully clear the alarm and also were able to rewind the insulin pump. Customer stated that the insulin pump passed the self test. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.